Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vh-4000 hemopro2 engaged and would not turn off. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were somewhat burnt. There was some evidence of blood. The toggle sticks in the rear position. The device was tested for deactivation after releasing the toggle. The toggle stuck in the rear position. Resistance measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The handle was opened up and no sign conformities were found. Based upon the observation of the toggle not releasing, the reported complaint for "device remains activated: was confirmed. (B)(4).